Manufacturer narrative:
Not avail.

Event description:
A consumer from the united states reported via an online review on (B)(6) 2026 that, following use of trojan ultra-thin spermicidal condoms (12 count), they experienced urethral inflammation and genital bleeding. No further information was provided to permit medical assessment or verification of the reported event. The reporter reported using trojan ultra-thin condoms. As reported by the consumer, following use of the condom, the consumer experienced urethral irritation/inflammation, bleeding from the genital area, severe pain, multiple hospital visits, and multiple catheterizations. The consumer attributed the event to the spermicide contained in the product and stated they do not have a latex allergy. No additional information, medical records, physician diagnosis, treatment details, or product lot information were available to verify the reported event or treatment. However, due to the reported need for medical intervention, including multiple catheterizations and hospital visits, the event was assessed as a serious injury and reported in an abundance of caution.